Manufacturer narrative:
The complainant indicated that the device will not be returned for eval: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial it was reported that during a carotid stenting procedure, the stent shifted slightly. The index procedure treated a de novo lesion in the distal left common carotid artery (lcc). The lesion was 5 mm wide, 45 mm long, and 90% stenosed. A filterwire ez was placed and a nexstent was deployed. It was reported that the nexstent shifted slightly when deployed. The site stated this was an operator issue. A second nexstent was placed. Post-dilatation was done and the total stented length of the treated vessel was 50 mm. Final percent diameter stenosis was 0%. The filterwire ez was retrieved successfully as well. No adverse events were noted.